Event description:
A customer reported a vented pacilitaxel set that was leaking from under the blue vent before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A customer sent in two (2) actual samples at the plant for evaluation. Visual inspection revealed that the blue vent was cracked from the side. A leak test was done and confirmed the leak from the crack in the blue vent. The cause of this condition has not been identified. Five (5) retention samples were checked for such non-conformance. No cracks in the blue vent were revealed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.